Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height did not meet specification due to shape not being retained after lead implantation. Visual inspection of the lead did not find any additional anomalies.

Event description:
During a follow-up in clinic, the left ventricular (lv) lead was found to be dislodged. The lead was explanted and replaced and the patient was stable.